Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash with pimples or boils and no broken skin. The rash was described as red, itchy and severe. During a follow up, the patient reported that the rash had not improved. The outcome of the patient's skin irritation is unknown. There is no indication that a device malfunction caused or contributed to the reported skin irritation.